Event description:
It was reported that the pump experienced a malfunction. Reportedly, the customer was hospitalized due to elevated blood glucose level (value not provided); details and nature of event were not provided. No further information is available as the customer declined troubleshooting with tandem technical support.